Manufacturer narrative:
Valve in valve is performed as an intervention for severe or clinically significant pvl, central leak, or valves deployed too aortic/too ventricular. This intervention is performed to treat serious injury and/or prevent permanent impairment. In this case, the cause for the valve-related dysfunction could not be determined with the limited information available. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), per the article "1-year outcomes after transcatheter aortic valve replacement with balloon-expandable versus self-expandable valves. Results from the choice randomized clinical trial", 121 patients had a sapien xt valve implanted and were followed-up for at least one year. Two patients had repeat procedures for valve-related dysfunction. There was no additional information available. Mohamed abdel-wahab, md, et al. One-year outcomes after transcatheter aortic valve replacement with balloon-expandable versus self-expandable valves. Results from the choice randomized clinical trial. Journal of the american college of cardiology (2015).